Event description:
A report received from the USA stated an 840 ventilator experienced graphical user interface (gui) key stuck device alert. There was no report of patient involvement at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and confirmed the reported issue. The cse replaced the keyboard assembly. The unite passed all testing and operates within manufacturing specifications. Covidien reference: (B)(4).